Event description:
End-user reported three (3) areas of breakdown to peristomal skin as follows: 9 o'clock; 6 o'clock and 1 o'clock positions located under wafer's mass which have been present for three (3) weeks. End-user indicates that these areas measure approximately 6 x 2mm each.

Manufacturer narrative:
The product associated with batch 3e02727 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 23, 2015. The product associated with lot#3e02727 was manufactured according to specification. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation is applicable to this complaint. Therefore this complaint will remain open until the completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user performs routine skincare with medline wound wash; stomahesive powder; medicine skin protectant barrier wipe. It is also reported that three (3) weeks ago, end-user saw health care provider (dr (b)(6, colorectal surgeon) and an ostomy nurse ((B)(6) at (b)(6 health center, (b)(6 ,who recommended treating the affected site with aquacel ag and duoderm thin; to increase pouch change frequency from every three (3) days to every other day until healing. It is reported that end-user was referred to a gastrointestinal md (dr. Saha). Lastly, end-user was suggested to try eakin seal and sensicare sting free products, and samples were sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a f/u report will be submitted.